Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the lead experienced high threshold, which resulted in the patient developing exit block. In addition, the lead exhibited high impedance due to a possible fracture. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.